Event description:
Healthcare worker experienced numbness on his/her right index finger. The employee flushed the burn under running water. Dermatologist disinfected and put ointment onto the burn. He/she recovered from burn within one day. It is reported that the vaporizer plate was not in place at time of incident.